Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5554 implantable pacing lead, implanted (B)(6) 2013; model 5076 implantable pacing lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that oversensing was detected on the device post implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.